Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by white et al in the knee 22 (2015) 333-337 http://dx.doi.ogrg/10.1016/j.knee.2015.03.011. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03074 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "the cemented twin-peg oxford partial knee replacement survivorship: a cohort study." White, et al. It was reported that patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised 4.4 years following the initial procedure due to pain.